Event description:
During an unknown procedure an cdh29 misfired. There was no consequence to the pt. 12/17/96 the surgeon reported the case was a low anterior resection. The 4th year resident fired the device. The device was closed more than half way and then fired. There were two very good donuts. The device was removed and none of the staples had formed at the anastomosis. A ta60 was used to complete the anastomosis and the pt is doing fine.

Manufacturer narrative:
Based on the info received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut but with an indentation around the entire circumference. It should be noted that to ensure the instrument has acheived a complete firing stroke, the firing trigger must be fully actuated in order for the staples to completely form. A tactile feedback will be felt when the breakaway washer has been fully cut and the staples are fully formed. The instrument was reloaded and fired. It cut through the breakaway washer and fired and formed staples as designed around the entire staple ring with no difficulties noted. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.